Event description:
It was reported that the pt had a 7fr triple lumen catheter inserted during admission to the hosp for elective aortic aneurysm surgery in 1999. In late 1/2000 the pt noted a red inflamed area on the right side of pt's neck, and a x-ray revealed a foreign body. On 2/1/2000, a piece of guide wire was removed from the patient's neck. There were no further complications. It is suspected that the piece of guide wire was left in the pt during the 9/1999 procedure.